Manufacturer narrative:
Merge healthcare continues to work with the customer to troubleshoot their reported problem. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the etco2 unit was hot to the touch and did not function. Information obtained from the customer revealed that a patient was present when the problem occurred. The medical staff used alternate means in order to successfully complete the procedure. If parts of the hemo system become energized, there is a potential for direct harm to the patient and/or user including electrical shock or burns. However, the customer reported that neither the patient nor the medical staff were injured from the hot device. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 05jun2016. The faulty device was returned by the customer to merge healthcare on 25may2016, and then it was sent to the manufacturer by merge healthcare for evaluation. The manufacturer's evaluation results showed that since the unit would not turn on, it was scrapped because it was too expensive to repair. A replacement isa sidestream module (etco2) was sent to the customer on 05may2016 (reference RMA #(B)(4)). A review of the customer's hemo case management within merge healthcare's internal database found that the customer called in again on the followings dates reporting a failed etco2 module: (B)(6) 2016: (B)(4): evaluation results found no problems (RMA #(B)(4)), (B)(6) 2018 (B)(4): evaluation results found no problems (RMA #(B)(4)), (B)(6) 2018 (B)(4): evaluation results found no problems (RMA #(B)(4)). Device labeling, hemo-5303 v9 user manual, addresses the potential for such an occurrence in the troubleshooting section by statements such as, "disconnect the tubing from the etco2 unit when not in use." Information obtained from the isa developers manual, section 8.1 operating life (hemo-231), the following statement is made, "although the isa gas analyzers are designed for continuous operation, we recommend that you prevent the micro pump from running when the analyzer is not used for a long time. To stop the pump, keep the nomoline sampling line inserted in the gas inlet (for protective purposes) and put the analyzer into sleep mode. Indication of additional manufacturer information and corrected data are contained in this follow-up report.